Event description:
Pt received 3 new ms3 pumps sn #(B)(4). Reservice date is (B)(6) 2017. Mother prepares a cartridge around 5 pm and turns the pump on. At around 1 am, the pump alarms and turns off. This has happened 2 nights in a row. Error is system failure. Mother keeps changing pumps to keep the medication infusing. No harm has occurred to pt and pt is not missing medication. We must replace pumps per our contract within 24 hours. The box we sent the new pumps in serves as the return box for the pumps to be sent back in msd for servicing. Dose or amount: remodulin, frequency: continuous, route: sub q. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.